Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor (unknown if same manufacturer). The case was then completed successfully.

Manufacturer narrative:
An evaluation of this issue has been initiated at mako surgical. When the anspach burr motor fails during surgery, the surgical team switches to the back-up burr motor in the back-up instrument set. In this case, the backup motor failed. A supplemental report will be filed when additional results are available.

Manufacturer narrative:
Based on the results of investigation. Reported event: anspach emax 2 plus burr motor smoking during case. Device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was not confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding smoking during case failure of p/n 110940 s/n: (B)(4). There have been no other events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(4) (engineer, rio robotics) using a known good anspach foot pedal and anspach console and the reported event was not confirmed.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor (unknown if same manufacturer). The case was then completed successfully.